Event description:
Three freezing containers were found ruptured during thawing in the water bath. The cells we discarded at the time of the events. This was cell product for 3 different patients. It is common practice at these transplantation centers to maintain adequate back up cells for patients. There were no adverse patient reports in assocation with these breakages. Two containers were returned for evaluation, inspected, and verified to be ruptured. The breakage was similar to samples inspected from other customer sites. A follow-up phone call to the reporter revealed that they routinely overfill the containers exceeding the maximum recommended fill volumes for the contianer. This recommendation is included in the labeling distributed with the product. The customer wishes to continue with their fill volumes.